Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18389. It was reported that the patient presented in clinic for follow-up due to receiving a vibratory alert. Upon interrogation, it was revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited over-sensing of noise episodes. Also, the right ventricular lead exhibited high, out of range pacing impedance. All tests were normal and the noise was not reproducible. No interventions were made and patient was to be monitored. Noise and high, out of range impedance was again observed on the right ventricular lead at a later date. It was suggested that the data indicates that the implantable cardioverter defibrillator set-screw is loose. Revision procedure was discussed. There were no patient symptoms reported.

Event description:
New information received noted that the patient presented on (B)(6) 2019 for a lead revision. During procedure, the right ventricular lead exhibited noise. The noise was reproducible. The physician also noted that the right ventricular lead did not appear to be all the way into the implantable cardioverter defibrillator header. The right ventricular lead was disconnected from the device header and tested through the pacing system analyzer (psa) and no noise was noted. The right ventricular lead was then reinserted into the header and no noise was observed with manual manipulation. All testing was within normal limits. The patient was stable before, during, and after the procedure.